Manufacturer narrative:
Investigation summary: in response to the event reported by your facility a device history review was conducted for lot number 0231181. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue.

Event description:
It was reported that intima-ii y 22gax1.00in prn/ec slm leaked. The following information was provided by the initial reporter: "at 9:00 on the morning, extravasation of fluid was found along the puncturing site. The indwelling needle was pulled out immediately and leakage was found at the interface between the front end of the indwelling needle and the needle handle".